Event description:
It was reported to philips that the power connector of the wireless footswitch was damaged, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the power connector of the wireless footswitch was damaged, which can impact imaging. Upon troubleshooting, the philips field service engineer (fse) checked with the system onsite and found damage to the power connector of the wireless footswitch, preventing the device from charging. The fse also found the connector pin in the charger to be bent. To resolve the issue, fse replaced the wireless footswitch charger. The defective part was sent for analysis, for wireless footswitch charger failure was observed and the failure was found to be an electrical failure of the footswitch charger with low power output. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.